Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 10.3 mmol/l versus 8.0 mmol/l meter to lab. Tests were done within 20 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.